Manufacturer narrative:
Clinic stated that gambro was not notified at the time of this incident, because they did not think it was a machine issue. As a consequence, no machine testing was performed in this case. A pt injury due to hemolysis occurred in this case. The MFR is unable to identify the root cause of reported hemolysis. As a consequence, the MFR cannot positively exclude gambro product involvement therefore, an MDR will be submitted. Note that with cessation of all mfg activities in december 2000. Gambro renal products is no longer a medical device MFR.

Event description:
The customer reported that a pt dialyzed on: in 2005. (The following is a synopsis of clinical investigations reported by clinical complaint investigator, dated 2006. Full report documents are attached: on july 14, 2006, hemacare administrator, reported a case of hemolysis occurring in 2005. Laboratory values indicate that there was hemolysis present. However, it was not specific if this was acute mechanical hemolysis or acute chemical hemolysis. There is insufficient data to conclude that any gambro renal products (grp) used during the treatment caused this hemolysis. Clinic reported to grp that the pt died in 2006 of causes unrelated to the hemolysis incident. The pt's medical history was not provided by the clinic.